Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl. The customer's spouse assisted the customer with providing juice to address the bg level. The cause of the low bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.